Event description:
It was reported that 59 bd safetyglide¿ needle experienced needle clogged and leakage. This is 2 of 2 related events. The following information was provided by the initial reporter: when one child was being immunized, needle was occluded and vaccine would could not be injected. Vaccine sprayed out of back of needle and child needed to be reimmunized. On (B)(6), 2023.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown h.4 device manufacture date: unknown

Event description:
It was reported that 59 bd safetyglide¿ needle experienced needle clogged and leakage. This is 2 of 2 related events. The following information was provided by the initial reporter: when one child was being immunized, needle was occluded and vaccine would could not be injected. Vaccine sprayed out of back of needle and child needed to be reimmunized. (B)(6) 2023.